Event description:
Procedure performed: unknown. Event description: complaint 1 of 2: (B)(6), complaint 2 of 2: (B)(6). Report from the sales rep: the doctor was tried to resect the tissue using cb030 during the procedure, but the scissors did not close. The doctor switched to the same product, but the scissors did not close the second one as well. Completed the procedure by switching to another product. Initial investigation report: the event unit was returned to us and visually inspected. There were scratches on the medial of the blade. There was a scratch on the distal of the blade. The units will be returned to amr for further evaluation. Product available for return: 1 scissors. Patient status: "no patient injury". Intervention: "the doctor switched to the same product, but the scissors close the second one as well. Completed the procedure by switching to another product."

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as a large burr was observed on one of the blades, preventing the unit from actuating. Based on the condition of the returned, the burr likely resulted from the scissor blades interfering with one another at their proximal end. However, the exact root cause of the blades interfering with each other is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: complaint 1 of 2: 2022-002797 [MFR #2027111-2022-00809]. Complaint 2 of 2: (B)(4) [MFR #2027111-2022-00810]. Report from the sales rep: the doctor was tried to resect the tissue using cb030 during the procedure, but the scissors did not close. The doctor switched to the same product, but the scissors did not close the second one as well. Completed the procedure by switching to another product. Initial investigation report: the event unit was returned to us and visually inspected. There were scratches on the medial of the blade. There was a scratch on the distal of the blade. The units will be returned to amr for further evaluation. Product available for return: 1 scissors. Patient status: "no patient injury." Intervention: "the doctor switched to the same product, but the scissors close the second one as well. Completed the procedure by switching to another product."